Event description:
A physician has reported that a patient has undergone revision surgery to address five migrated es2 screws, approximately two-months after implantation. This record captures the third of five screws.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the complaint and device history records could not be performed as a valid lot number was not provided and could not be obtained. Per es2 surgical technique was reviewed: the surgeon must warn the patient of the surgical risks and made aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Patients who smoke have been shown to have an increased incidence of non-unions. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Due to lack of information and device not returned, cause of the event could not be determined. Potential causes include: incorrect device placement, poor fixation construct, poor patient bone quality, excessive patient post-op activities beyond surgeon recommendation, patient fall, etc.

Manufacturer narrative:
Device discarded by hospital.

Event description:
A physician has reported that a patient has undergone revision surgery to address five migrated es2 screws, approximately two-months after implantation. This record captures the third of five screws.